Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as insulin pump had insulin flow blocked alarm during basal. Customer states they changed site last night and they was fine and suddenly late morning blood glucose level was going high they use wizard. Customer had 8 unit active but that did not work and had to give injections. Customer states that blood glucose level got up to 500 mg/dl, 330 mg/dl and current blood glucose level was 280 mg/dl. Customer tried to give bolus but it gave alarm against. Customer was using standard. Customer states they performed a 5.0 unit fill cannula and the insulin exited. Customer states the cannula was not bent. Customer declined to troubleshooting for high blood glucose level. The devices will not be returned for analysis.